Manufacturer narrative:
A gehc biomed performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the housing. The flow sensor was replaced. No report of patient involvement.

Event description:
The hospital reported the unit failed the flow test in the preoperative checkout . There was no report of patient involvement.